Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. I-stat testing: (B)(6) 2011. Sample a: 05:15 collection, 05:35 I-stat result: 0.16 ng/ml. Sample b: 06:05 collection, 06:06 I-stat result: 0.05 ng/ml. No repeat testing performed on either sample. Based on the information available at the time, there were no injuries associated with this event.